Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and uterine leiomyoma ('uterine fibroid') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysuria and uti. Concurrent conditions included spotting vaginal, abdominal pain upper, sleeplessness, polymenorrhoea, uterine leiomyoma, leiomyoma, nabothian cyst, perineal pain and adhesion. Concomitant products included drospirenone;ethinylestradiol betadex clathrate (yaz) since 2009 and medroxyprogesterone acetate (depo provera) since 2009. On (B)(6) 2009, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("low back pain") and arthralgia ("joints pain"). On (B)(6) 2019, the patient experienced vaginal haemorrhage ("vaginal hemorrhage") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"), 9 years 2 months after insertion of essure. On an unknown date, the patient was found to have uterine leiomyoma (seriousness criterion medically significant) and weight increased ("weight gain") and experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and abdominal distension ("bloating"). The patient was treated with surgery (salpingectomy (bilateral), hysterectomy (partial). And removal of fibroid). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, back pain and arthralgia had resolved and the uterine leiomyoma, vaginal haemorrhage, menorrhagia, fatigue, weight increased and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia, fatigue, weight gain and gastrointestinal conditions. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Mammogram - on (B)(6) 2010: no mammographic evidence of malignancy. Concerning the injuries reported in this case, the following ones in patient¿s medical record were confirmed- pelvic pain, dysmenorrhea and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. New events: vaginal hemorrhage, bloating, uterine fibroid, low back pain and joints pain were added. Concomitant drugs added. Lab data updated. On 12-sep-2019: fu 3 and 4 processed together. Mr received. Reporter information updated. Medical history, lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue") and gastrointestinal disorder ("gastrointestinal conditions") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral), hysterectomy (partial).). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain and dysmenorrhoea had resolved and the menorrhagia, fatigue, weight increased and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, gastrointestinal disorder, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: previously reported insertion date was 2009. Plaintiff received treatment for pelvic/ abdominal pain, menorrhagia, fatigue, weight gain, gastrointestinal conditions. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test(s)(unspecified) showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received : previously reported event of "injury" was replaced with the event of pelvic pain. Additional events added - abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), fatigue, weight gain and gastrointestinal conditions. Laboratory data was added, essure insertion date was updated. Essure removal date and procedure was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.